Event description:
Device 2 of 6: reference MFR report # 1627487-2019-02487. Reference MFR report # 1627487-2019-02489. Reference MFR report # 1627487-2019-02490. Reference MFR report # 1627487-2019-02491. Reference MFR report # 1627487-2019-02492. It was reported that patient had both of their pns systems explanted. Per patient, the systems were no longer working and wanted to have them explanted.